Event description:
During screening, suspected externalized conductors at 15 cm from the proximal end were observed via x-ray. No electrical anomalies were observed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.